Manufacturer narrative:
The insulin pump was received with no left button response due to cracked electrical board. The back button functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump back and left arrow button are not responding. The customer was assisted in setting the easy bolus feature to on. Advised customer to disconnect and check the button. Customer states the button does not respond. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.